Event description:
Reporter alleged that she was hypoglycemic, treated with candy, and then her husband attempted to test her on the aviva system. Reporter stated he only obtained an error, so he treated her with lemonade and then she passed out. Reporter stated she awoke with the emts in her home, who gave her an IV and took her to the hospital where she was given milk and a sandwich while she still had an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.